Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead was twisted suggesting prior movement within the pocket. Moreover, it was confirmed that the lead was not dislodged. Additional observation of high threshold was also reported. Moreover, the field representative indicated that the ra lead was stretched due to adherence with the rv lead. The physician opted to explant the lead but during the process, the lead broke and the ring to helix portion of the lead was left inside the patient. Since the patient did not need atrial pacing, the physician decided to replace the system with a single chamber system. This lead was surgically abandoned. No additional adverse patient effects were reported.